Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to broken wires on the distribution node to rear therapy electrode wire. The root cause for the broken wires could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.